Manufacturer narrative:
Samuli pajaanti, carlo m. Oranges, pietro giovanni di summa, and salvatore giordano. "Is antibiotic prophylaxis necessary in mastectomy with antimicrobial sutures? A comparative analysis". Cancers 2025, 17, 2892. Https://doi.org/10.3390/cancers17172892. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated the impact of antibiotic prophylaxis in 300 patients who underwent mastectomy procedures between 2015 and 2017. In all patients, the device was used for intracutaneous closure. Of the 300 patients, there were 155 in the prophylaxis group which received either cefuroxime (134 patients) or clindamycin (21 patients) and 145 patients did not receive antibiotic prophylaxis (unexposed group). Postoperative complications in both groups included: superficial infection in 26 patients (16.8%) under prophylaxis group, 24 patients (16.7%) under unexposed group; deep infection in 14 patients (9.0%) under prophylaxis group, 10 patients (6.9%) under unexposed group. Wound dehiscence (clavien-dindo grade ii) was observed in 12 patients (7.7%) under prophylaxis group, 9 patients (6.2%) under unexposed group; a total of 5 patients (3.2%) under prophylaxis group and 4patients (2.7%) under unexposed group had wound dehiscence (clavien-dindo grade iib). Two patients (1.3%) under the prophylaxis group and 5 patients (3.5%) under the unexposed group had hematoma. Skin necrosis was observed in 4 patients (2.6%) under the prophylaxis group, a total of 113 patients (72.9%) had seroma under the prophylaxis group and 100 patients (69.0%) in the unexposed group. Tre atments include antibiotics, percutaneous aspiration or surgical intervention. Is antibiotic prophylaxis necessary in mastectomy with antimicrobial sutures? A comparative analysis doi.org/10.3390/cancers17172892.